Event description:
Philips received a complaint on the defibrillator indicating that the device had diminished battery storage capacity. There was no patient involvement.

Manufacturer narrative:
Reporting institution name: (B)(6).